Event description:
Physician reported that one of her pts experienced lower extremity swelling of one leg following the implantation of essure micro-inserts. The pt was referred to an allergist; nickel allergy was confirmed by the allergist. The essure micro-inserts were removed from the pt and the pt's swelling has resolved.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.